Manufacturer narrative:
D4 UDI: (B)(4). This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported two (2) confirmed false positive results with the ID now covid-19 2.0 test kit for two patients performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses patient two (2) of two (2). The customer reported that they questioned the initial positive results; therefore confirmation testing (platform - bdmax) was performed on (B)(6) 2023 which generated a negative result. The customer reported that the ID now sample was placed into viral transport medium (vtm) prior to testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported two (2) confirmed false positive results with the ID now covid-19 2.0 test kit for two patients performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses patient two (2) of two (2). The customer reported that they questioned the initial positive results; therefore confirmation testing (platform - bdmax) was performed on (B)(6) 2023 which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported two (2) confirmed false positive results with the ID now covid-19 2.0 test kit for two patients performed on (B)(6) 2023. This MFR. Report addresses patient two (2) of two (2). The customer reported that they questioned the initial positive results; therefore confirmation testing (platform - bdmax) was performed on (B)(6) 2023 which generated a negative result. The customer reported that the ID now sample was placed into viral transport medium (vtm) prior to testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m231728 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000/ lot m231728, test base part number 192-430 / lot m231728. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m231728 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.